Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited rising pace impedance measurements. Subsequently, the device and rv lead were surgically abandoned and replaced. Rv lead was suspected to have fractured, however no abnormalities were noted with fluoroscopic imaging. No additional adverse patient effects were reported.